Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A known cause of the alarm was loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 6 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater bag had a loose connection and was leaking. The technical service representative assisted the patient in clearing the alarms. Proper procedures were reviewed per user manual. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.